Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. The issue occurred with 3 patients. Please refer to (B)(4) for the other 2 patients. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 8000hdp vital signs¿ head positioner was harder than the other supply, causing skin rash on patients' faces.

Manufacturer narrative:
During the investigation process, the device history records were reviewed for any discrepancies that might have occurred during production to explain the issue reported, nothing was found. Current inventory was evaluated for any visible manufacturing defects; no errors, defects, or discrepancies were found. Deroyal is the contract manufacturer for the finished good involved in the reported event. The product does not contain any animal derivatives, bpa, cellulose, dehp, heavy metals, conflict materials, mercury, silicone, or plasticisers of any kind. The product is made of low-density polyethylene. The label states the product is not made with natural rubber latex, and the product has instructions for use that clearly give directions to ensure the patient is periodically reassessed to determine any issues that may develop during use. Nothing was found during the investigation that would lead quality control to conclude any manufacturing errors resulted in the rash on the patients faces.